Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information ¿g4¿ supplemental MDR 001 aware date is 08/26/2021.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the fast-fix gray trigger was very hard. It was noticed that the needle was inside rail, causing it not deploy the second implant (t2). The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported. The patient's health condition is stable.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that the distal tip was significantly bent. The suture and anchors were returned. T1 was not in the deployment channel. T2 was at the top of the deployment channel. Detached from the device. The needle overmold assembly was severely bent. The depth limiter button was in the default position. The actuator tip was in the t2 position. A functional evaluation found that the actuator tip felt detached from the deployment slider. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an arthroscopy, the fast-fix gray trigger was very hard. It was noticed that the needle was inside rail, causing it not deploy the second implant (t2). All ts were removed from the patient. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported. The patient's health condition is stable.

Manufacturer narrative:
H10: h2: additional information: ¿section b4¿ event description.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.